Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an occlusion event with their infusion set. The occlusion occurred earlier in the day. The patient resolved the issue by changing the soft cannula infusion set three times before clearing the alarm. The patient noticed symptoms within 3 hours of insertion, and the site was in the abdomen. The patient regularly rotated site locations, and the site area was not impacted. The patient confirmed the introducer needle was ahead of the cannula prior to insertion. No further information available.